Event description:
Pt with passey muir valve in place and trach cuff deflated. Respiratory therapist was asked to check on pt. Went in and reinflated cuff, not realizing passey muir was in place. Respiratory therapist states they looked but did not see valve. Pt respiratory arrested. Pt bagged and respirations returned after pmv removed. Pt returned to baseline.